Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient sustained a periprosthetic fracture at the proximal nail tip approximately 2.5 years post-implantation, which was treated with open reduction and internal fixation using a plate. The event was reported to have been attributed to user error, with implantation of a short nail creating a stress riser at the nail end that led to the fracture. Attempts have been made and no further information has been provided.